Event description:
Patient came in office with implant and said it came out after brushing and flossing around the implant to clean it. Assessment of hygiene around implant: fair. Were any of the following conditions involved in the event: peri-implantitis. At the time of the event or implant failure/reoval, was there: pain, and tender. Was the prosthesis fitted? No. If the implant is not being removed, is there evidence of the following? Peri-implantitis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).